Manufacturer narrative:
Follow-up #1 and final report submitted to correct section and to update sections based on the results of investigation. An event regarding haptic not engaging, involving a rio 3.0, catalog: 209999 was reported. Method & results: device history review: not performed as the reported device is software. Complaint history: based on the device identification (pn 209999), the complaint databases were reviewed from 2011 to present for similar reported events regarding haptics not engaging. There was only 1 other reported event ((B)(4) ). Conclusion: device inspection was performed. During inspection of the rio, reported problem could not be duplicated. Transmission check was performed, as a result, j3 and j6 needed adjustment. Both j3 and j6 were tightened. Per gsp case (B)(4), the issue was resolved.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the software malfunctioned and the robot haptics did not engage. Troubleshooting as performed by the mps and still had the same issue. The surgeon proceeded with the case but reported the haptics were engaged but didn't feel normal. The resulting outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the software malfunctioned and the robot haptics did not engage. Troubleshooting as performed by the mps and still had the same issue. The surgeon proceeded with the case but reported the haptics were engaged but didn't feel normal. The resulting outcome of the case was successful.